Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicm5_13.2 implantable collamer lens, -11.00 diopter, from the patients left eye (os) due to abnormal brightness of icl. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk; ethnicity: unk; race: unk; implant date: unk; explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: h3 - device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b1/h1: serious injury should be removed due to no patient contact. H6- health impact code: 4627 should be removed. H6 medical device problem code: 2993 should be removed. B5: intial lens was not implanted. This claim is not reportable. Claim#: (B)(4).